Event description:
During use of the pump console for cardiopulmonary bypass, the roller pump used for cardioplegia solution delivery issued a "pump jam" message and stopped. The user employed the manual pump rotation mechanism successfully. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.